Event description:
Device evaluation performed on the returned electrode found that the shaft was completely separated from the hub due to excessive mechanical force. The shaft was not returned for analysis.